Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia. Customer blood glucose level was 600 mg/dl and his current blood glucose level was 166 mg/dl. It was unknown that whether customer was used insulin pump system within 48 hours of reported event. Customer stated that the insulin pump had blank display. Customer stated the display was not blank less than 30 seconds and did not returned. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer stated that the battery compartment was not damaged. Customer stated that display did not returned after insulin pump restart. The insulin pump will be returned for analysis.  ¿

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.